Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. Programmed boluses delivered and recorded properly during testing. No bolus or history anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was not functioning and experienced low blood glucose. The customer passed out due to square bolus that the doctor did set for her to take, and the paramedics were called. The customer stated that the paramedics did not check the insulin pump until after she came to, and that is when the insulin pump was suspended. Reviewed the bolus history for the day before and the day of the event and they were there. Checked the daily totals and found history for the 12th, and the basal shows, but no bolus listed. The caller stated that for the last three weeks when she was rewinding it will go about a quarter of the way and just stop, and then sometimes it will start on its own. No further information was provided.